Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support due to elevated blood glucose levels. The patient stated that they may have misannounced a larger-than-usual breakfast meal, which could have contributed to the high reading. The patient was shown how to review insulin delivery information and insulin on board on the device and chose to wait longer for their glucose to decrease, noting that they had a little over six units of insulin on board. The patient confirmed that there was no insulin leakage from the cartridge, device, or infusion site. The patient¿s blood glucose levels were affected, reaching a high of 315 mg/dl and remaining outside the 70¿180 mg/dl range for approximately one and a half hours. No back-up therapy was used, no ketone testing was performed, and there were no recent steroid injections. The patient did not receive professional medical intervention or any other assistance and reported no immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.